Event description:
Customer reported that screen was not as sensitive and timed out during the unlock process. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event, as the customer declined follow-up.